Event description:
Implant date: 10/13/1995. Approx 1 yr post-operative, x-rays revealed broken screw at s1. Revision surgery on 12/27/1996 to remove hardware. It was noted that both of the lower screws had fractured and there was a fracture of the fusion on the right side.